Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal (2000 mcg/ml at 824 mcg/day) via an implantable infusion pump. It was reported that pump pocket was at risk for skin breakdown and was thinning at the catheter access port area. There were no factors that contributed to the event. No troubleshooting or diagnostics were performed. The pump was explanted and replaced with a new 20 cc pump. The issue was reported as resolved and the patient was alive with no injury. It was noted that the pump was discarded and would not be made available for analysis. No further complications have been reported as a result of this event.